Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a rotator cuff surgery. It was reported that the event occurred while using the device on subscapularis tissue. It was reported that the procedure was completed successfully using a regular expressew iii. It was reported that there was no significant surgical delay and no patient consequence. It was reported that there were no fragments were generated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d4: the lot number was inadvertently missed on the initial report; and has been updated accordingly to reflect the correct information. Investigation summary : according to the information provided, it was reported that during an unknown procedure the top jaw of an expressew iii sutuer passer w/o hook broke. The complaint device was received and evaluated. Visual observations reveals that the device is slightly worn due to had marks of deterioration. Also, the laser markings are slightly faded. The jaws doesn¿t close normally contributing to the holding failure; besides, the upper jaw was loose when the jaws are closed. Since the top jaw was not broken, this complaint cannot be confirmed. To test its functionality, a needle was loaded into the device. Also, it was tested on a sample rubber strip; it was observed that did not retain the rubber and the needle was very hard to deploy causing a stuck issue. The possible cause can be attribute when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. Also, the fair wear and tear of the device and the lack of maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during an unknown procedure the top jaw of an expressew iii sutuer passer w/o hook broke. No surgical delay or patient consequences reported.